Manufacturer narrative:
The 10-pin eeprom was incorrectly programmed during manufacturing, consistent with the catheter being read as a flexability curve dd when connected to ensite. A CAPA exists related to the programming issue.

Manufacturer narrative:
Additional information: h2, h3, h10. Corrected data: h6. The 10-pin eeprom was incorrectly programmed during manufacturing, consistent with the catheter being read as a flexability curve dd when connected to ensite.

Manufacturer narrative:
Additional information: g3, g6, h2, h3 corrected data: h6 the 10-pin eeprom was incorrectly programmed during manufacturing, consistent with the catheter being read as a flexability curve dd when connected to ensite.

Manufacturer narrative:
(B)(6).

Event description:
During the af procedure, the catheter was connected to the ensite x, version 3.0.1, and inserted into the la. It was noted that the catheter electrodes were upside-down and was flickering. The contact force was noted to be zero while there were large electrograms. It was also noted that the catheter appeared to be floating mid-chamber despite good posterior-wall contact being confirmed via fluoroscopy. The catheter was exchanged, and the procedure was completed with no adverse patient health consequences. The device was discarded.